Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the display of the blood glucose monitor was defective. It was reported that the blood glucose results were not clear and missing segments. The patient continued to use the device and did not take any corrective action for high blood glucose. The patient experienced elevated blood glucose symptoms and lost consciousness. The patient was transported to the emergency room. At the hospital the patient's blood glucose was 700 mg/dl. The hospital treated the patient with insulin. The patient was discharged from the hospital the same day.